Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000522, serial/lot #: n/a, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the din rail fuse was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the mobile view station (mvs) was not getting power and would not power on. It was reported that there were no lights coming on the system. There was no patient present when this issue was identified.